Event description:
A report was received that the patient was not experiencing adequate pain relief. The patient underwent an explant procedure .

Manufacturer narrative:
The explanted devices were not returned to bsn.

Manufacturer narrative:
Model number/catalog number: sc-2218-50e, serial number: (B)(4), batch/lot number: 5119960, model/catalog description: linear st trial lead kit 50 cm.

Event description:
A report was received that the patient was not experiencing adequate pain relief. The patient underwent an explant procedure.